Event description:
It was reported that on (B)(6) 2012, the patient complained during a check-up of a decrease in her performance and pain around the implant zone. She also stated that she had pain during stimulation of the electrodes at very low rate. Eight electrodes had to been disabled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.